Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 41171. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, and missing battery door. There was no evidence found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.